Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for the right ventricular (rv) channel with pace impedance high out of range measurements, measuring greater than 2000 ohms. The patient was advised to contact their physician regarding this alert. In addition, loss of capture was noted at 5v. Subsequently, this ICD was explanted and replaced with a subcutaneous implantable cardioverter defibrillator. The competitor rv lead was deactivated. No additional adverse patient effects were reported.